Event description:
It was reported that the patient had undergone radiation therapy. Upon interrogation, the pulse generator exhibited a message indicating a software error had occurred. Stored device identification information had been deleted as well. The pulse generator was successfully reprogrammed and normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.